Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
During the manufacturer's technical inspection, the error description provided by the customer, "shut down during operation and rendered", could be confirmed. The cause can be attributed to a random defect of a component of the control board. The additional determined issues are independent from the reported failure from customer. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. Furthermore, a spare device should be available in case the device fails during use. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during laparoscopic colectomy, the insufflation device screen blacked out, preventing gas delivery. Restarting the device did not restore functionality. No death or (unanticipated) serious deterioration in state of health reported.